Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: "tavi procedure, the hub(membrane) of the manta sheath was defected, the doctor tried to insert the manta to the sheath several times but felt a big resistance (related to 3010252479-2023-00078 manta). He took another manta device, and the problem was repeated. So he had to take a third manta and then it was ok. Additional information on 18apr2023: the issue was identified during a tavi procedure. There were no issues advancing or withdrawing procedural sheaths. When resistance was met, the entire device was removed, and another manta device was used. There was no buckling or bending of the bypass tube.

Manufacturer narrative:
(B)(4). Three manta pouches were returned together by the customer for 3010252479-2023-00078 manta, 3010252479-2023-00079 manta and 3010252479-2023-00080 manta. Blood particulates were noted in all the units. The units were decontaminated and inspected. Pouch 2 (3010252479-2023-00079 manta): one unit of manta and sheath were returned. The lever of the manta was not engaged. No damages or tear noted on the button valve. The unit was functional tested for advancement. The sheath was dilated for 30s. Resistance was observed upon advancing the bypass tube. The device lot history record review for lot number mn2201483 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered "big" resistance attempting to advance the bypass tube into the sheath hub. The physician attempted to insert the bypass tube into the hemostatic valve multiple times although the resistance was present. No buckling or bending occurred to the bypass tube when met with resistance (3010252479-2023-00078 manta). The first 18f ce manta device and sheath were removed from the guidewire and a second 18f ce manta device and sheath were opened and attempted to deploy. Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered "big" resistance attempting to advance the bypass tube into the sheath hub. The physician attempted to insert the bypass tube into the hemostatic valve multiple times although the resistance was present. No buckling or bending occurred to the bypass tube when met with resistance. The second 18f ce manta device and sheath were removed from the guidewire and a third 18f ce manta device and sheath were opened and successfully deployed. The patient experienced no harm, injury, or consequence due to this event. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "tavi procedure, the hub(membrane) of the manta sheath was defected, the doctor tried to insert the manta to the sheath several times but felt a big resistance (related to 3010252479-2023-00078 manta). He took another manta device, and the problem was repeated (related to 3010252479-2023-00079 manta). So he had to take a third manta and then it was ok. Additional information on 18apr2023: the issue was identified during a tavi procedure. There were no issues advancing or withdrawing procedural sheaths. When resistance was met, the entire device was removed, and another manta device was used. There was no buckling or bending of the bypass tube.